Event description:
The patient was undergoing an embolization procedure in the gastric artery using a ruby coil. During the procedure, the physician began to deploy the ruby coil and noted that it might have been the wrong coil size. When the physician went to retract the ruby coil, it became unintentionally detached. The physician then repositioned the ruby coil and deployed a second ruby coil to ensure the first ruby coil was securely in the vessel. The procedure was successful and the patient is doing well.

Manufacturer narrative:
Conclusion: the product was not returned for evaluation as the device was implanted in the patient. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The coil was implanted.